Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident).  (B)(4).

Event description:
Additional information received indicated there was no response from the footswitch, the console was exchanged. The system did not shut down as previously indicated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that during a cataract extraction with intraocular lens implant procedure, the unit shut down on its own. Prior to the start of the surgery a system message was displayed, the surgeon was able to clear that message. The system primed normally. After insertion of the iol prior to cautery, there was no response from the footswitch an the system shut down on it's own. The case was completed using an alternate system. There was no patient harm.